Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a no delivery alarm. Customer stated that they visited their health care professional and that they do not know how to clear the alarm. Customer removed the battery and stated the pump settings have been reset completely. Customer changed their set and stated that they are unable to troubleshoot. Customer does not want to return the set or reservoir for analysis. Customer mentioned that they are on a medication that might cause bleeding. Customer had blood at site but was not actively bleeding at the time of the call. Customer had two different basal rates for a 12a basal time but could not confirm which one was current. Customer was advised to change the set and monitor the issue. Customer was also advised to speak to their health care professional about their complete and most accurate pump settings for proper and safe programming.